Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed an MRI done of their knee and needed to know about 3t MRI machines. Symptoms were reported that were related to the patient¿s device. It was reviewed with the caller to place their device into MRI mode, but it was indicated that the patient was unhappy about that. The patient stated ¿that it was the first one with the device and the first one their healthcare provider (hcp) did¿. The patient stated that a manufacturing representative was there and showed the hcp how to do it. The patient stated that it was put in at the wrong angle and was too deep. The patient said ¿they never actually¿they could not get it charged¿. They stated that they would sit for eight to nine hours and it would barely charge at all and it ended up dying and had not been used in years. The patient stated that their hcp left and they no longer have an hcp. They later stated that their manufacturing representative was instructing them how to do it, it was still working and they tried to charge it and that is when it died. Patient services reviewed that they may be able to work with a new hcp to help them restart the device and put it into MRI mode. A list of physicians was sent to the patient. It was reported that the patient was upset during the call and that they were sorry that ¿they never had it done because it was put in wrong and the electrodes were put in wrong¿. They stated that it never hit the part of their back where they needed to have it take the pain away from. They stated that they wished they never did it. No further complications were reported/anticipated.